Event description:
The facility reports the resident was bathed and removed from the tub using the lift. The resident and lift were parked without the brakes engaged approx 12 inches from the end of the tub. The resident was dried in this location. The caregiver turned around to "lower the tub and open the drain to empty the tub." When the caregiver turned around, the resident was face down on the floor attached to the lift. The caregiver did not see the resident fall over. The safety belt was applied "from the front, between the resident (at about the lower spine). The resident incurred bruises on both knees, a fracture on one femur and head injury (bruising). The resident was placed under sedation and passed away the next day.